Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons are sticky and display was beat up and insulin pump gives the failed battery test alarm. The customer¿s blood glucose level was unknown. The device will not be returned for the analysis.